Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a connection issue of with the power cord. A field service engineer reseated the power cord connection to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis ciisafe system had a display failure. The customer reported that the device had struck on the black screen and the user was not able to login. There was a delay in issuing medication to the patient. There were no adverse events or injuries reported based on this incident.